Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer would switch off when the radiofrequency head was connected. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer switched off during operation. The programmer was returned for service. No patient complications have been reported as a result of this event.